Event description:
Per the independent repair center, the customer alleged problem is a noisy unit. The key failure is the compressor is noisy. As stated on the repair statement additional malfunction on this device: short circuit in the on/off switch control panel.